Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor burst. This issue was discovered during use at the patient's home. The device was filled with trabectedin to a total fill volume of 239ml. It was further reported that some cytotoxic drug leaked from the pump onto the patient¿s skin, but this was quickly washed off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. Due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.